Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device revealed that the spring tip was broken at approximately 328.9cm from the proximal end. In addition, the body was also noted to be kinked. The outer diameters of the middle and the proximal section of the device were within specification; however, the overall length and outer diameter of the distal tip could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10760. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the severely calcified right coronary artery (rca). A 330cm rotawire¿ and a 1.50mm rotalink¿ burr were selected for use. During ablation inside the patient, it was noted that the rotawire became detached. The physician attempted to remove the detached component of the rotawire from the patient's body; however, it was not retrieved and remained inside the patient's body. The procedure was completed with another of the same rotawire and another of the same burr. The patient is under follow-up observation. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10760. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the severely calcified right coronary artery (rca). A 330cm rotawire¿ and a 1.50mm rotalink¿ burr were selected for use. During ablation inside the patient, it was noted that the rotawire became detached. The physician attempted to remove the detached component of the rotawire from the patient's body; however, it was not retrieved and remained inside the patient's body. The procedure was completed with another of the same rotawire and another of the same burr. The patient is under follow-up observation. No further patient complications were reported.